Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on tuesday, (B)(6) 2026, while performing PICC maintenance on a patient, a PICC placement specialist discovered exudate approximately 4 cm from the puncture site. Upon examination, a sand-eye was found. The catheter was trimmed for the patient, and new extension tubing was reconnected. No further information provided.